Manufacturer narrative:
Reported event: an event regarding wear involving an unknown accolade stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as the lot number was not provided. -complaint history review: not performed as the lot number was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2009 and was implanted with an lfit anatomic v40 femoral head and accolade tmzf stem. She was revised on (B)(6) 2022, and allegedly the trunnion was grossly worn.